Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 on behalf of a patient who claimed no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.